Manufacturer narrative:
Siemens has investigated the incident. The customer observed a sample that recovered >700 u/ml with the advia centaur xp ca 19-9 lot 052411, and when diluted 1/200 the sample recovered 597 u/ml. The customer retested the sample using a 1/10 dilution, and obtained a result of 1220 u/ml. The difference in the results between the two dilution factors most likely has to do with the diluted value of the 1/200 dilution being low. A 1/200 dilution of this sample would put the diluted value, before being corrected for the dilution factor, below 10 u/ml. The lowest sample for which precision data is listed in the advia centaur xp ca 19-9 instructions for use (IFU) recovers at 19 u/ml. Siemens recommends using a dilution factor that would put the diluted value above 19 u/ml. Based on the information provided, the low recovery with the 1/200 dilution is most likely due to the diluted value being in a part of the assay curve where imprecision could be skewing the result. The instruction for use (IFU) under the dilutions section states the following: "serum samples with levels of ca 19-9 greater than 700 u/ml must be diluted and retested to obtain accurate results. Patient samples can be automatically diluted by the system or prepared manually." "For automatic dilutions, ensure that advia centaur ca 19-9 diluent is loaded and set the system parameters as follows: dilution point: < or = to 700 u/ml dilution factor: 10, 100, 200" the instruction for use (IFU) under the intended use section states the following: "the advia centaur® ca 19-9 assay is an in vitro immunoassay for the quantitative measurement of the ca 19-9 tumor-associated antigen, in human serum, using the advia centaur, advia centaur xp, and advia centaur xpt systems. This assay is indicated for the serial measurement of ca 19-9 to aid in the management of patients diagnosed with cancers of the exocrine pancreas. The test is useful as an aid in monitoring of disease status in those patients having confirmed pancreatic cancer who have levels of serum ca 19-9 at some point in their disease process exceeding the median concentration determined for the apparently healthy cohort. Ca 19-9 values must be interpreted in conjunction with all other clinical and laboratory data before a medical decision is determined." The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false low advia centaur xp ca 19-9 result was obtained by the customer on a diluted sample (1:200). The result when reported was questioned by the physician. The customer retested the sample with a (1:0) dilution factor, and the result was higher. A corrected report issued by the customer, and the higher result was what the physician was expecting. There is report of patient treatment being prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp ca 19-9 diluted (1:200) result.